Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved angio-seal device footplate didn't come out. The physician was in the artery and had all the regular snaps. When the physician went to pull back to catch the footplate, the whole sheath came out with the footplate and collagen still wrapped in this small white sheath. It's like the foot plate got caught on the collagen and didn't come. The small inner white sheath was taken apart to ensure that the whole thing wasn't in the body. Ultrasound (us) was used for access, final run was done prior to closure, no issues noted on access. Common femoral artery (cfa) access for peripheral angiogram. Hemostasis was achieved by manual pressure. Type of procedure performed was a peripheral angiogram. No blood loss.

Event description:
Additional information was received on 06 dec 2023: physician stated that the footplate didn't come out. He was in the artery and had all the regular snaps. But when he went to pull back to catch the footplate, the whole sheath came out with the footplate and the collagen was still wrapped in this small white sheath. It's like the foot plate got caught on the collagen and didn't come. The small inner white sheath was taken apart to ensure that the whole thing wasn't in the body. Ultrasound (us) was used for access; final run was done prior to closure and no issues noted on access. The type of procedure being performed for the patient, was a common femoral artery (cfa) access for peripheral angiogram. Hemostasis was achieved by manual pressure.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been a non-deployment event due to an obstruction of the distal tip preventing proper device deployment. The device history record was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).